Manufacturer narrative:
B5- per update received on 09-march-2022 "no replacement will be planned. Vaulting will be monitored. Residual refraction will be treated by laser touch up." The problem was marked as resolved. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -5.5/5.0/90 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced excessive vaulting and refractive surprise. The cause of the event was reported as unknown. Lens remains implanted.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).